Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. R3: analysis found non-conformances and the recharger was subsequently scrapped. The following telemetry failure occurred: no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt weight provided. Pt confirmed they received the replacement recharger, which completely resolved the issue.

Event description:
Information was received from the patient (pt). Pt called and mentioned they had not been able to get the recharger antenna (rtm) connected the to the replacement controller all day long. Pt said the implant (ins) said it was charged at 80% when the pt connected the replacement controller wirelessly to the ins, but when the pt tried to charge the ins, they got "no device found" and other screens, but not a charging screen. Pt said they spent 4 hours today repositioning the rtm and were finally able to get recharging good, but the ins had not incremented from 90%-100% in the last 10 minutes. Pt said they also noticed the rtm cord where the cord met the paddle was getting really warm, so warm the pt was afraid to hold it. Pt also got something about the batteries being bad on the call. An email was sent to the repair department to replace the recharger (rtm). Pt did not think they set the date and time right on the controller and said they kept mashing the green part, but the numbers would not move. Patient services specialist(pss) provided verbal instructions on resetting date and time on call.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.